Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus pnk 20ga x 1.16in prn-cap y leaked. Indwelling needle tubing bursts during hyperbaric syringe injection.

Manufacturer narrative:
DHR review: 1 the batch number of the complained product is 2287462, is 20g and product code is 383942, produced on 2022/12, with a total of (B)(4) pieces in this batch. 2 check the production records for this batch of products that there are no nonconformities. 3 deviations or rework activities in the process of this batch of products. 2. No samples or pictures were returned, the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. 5. Pegasus plus products with straight specifications can withstand 300psi pressure, and the connector need to be unscrewed during use. Sku 383942 is a y-shaped specification of pegasus plus product, which is clinically used for peripheral venous infusion. The high-pressure injector used for this product will cause product leakage or damage, the instructions for use warn this. 6.for the market demand, bd plant specially manufacture pegasus plus devices with straight specifications for power injectors. In summary,no abnormality is found on process and the retained sample. Sku 383942 is a y-shaped specification of pegasus plus product, which is clinically used for peripheral venous infusion.the high-pressure injector used for this product will cause product leakage or damage. Therefore, the complaint cannot be confirmed to be related to product quality.

Event description:
Customer stated the tubing damage was directly related to the misuse of the device. No additional information provided.